Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication procedure. The device was being applied to the stomach. The suturing device malfunctioned. The needle reload fell into the cavity of the patient and was retrieved with a grasper. In order to resolve the issue and complete the case, another reload was opened. There was no patient harm. The patient outcome is alive, no injury.